Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. After a non-bsc guidewire was introduced, a 2mm x 40mm x 145cm coyote es balloon catheter was used to pre-dilate the lesion. Upon first inflation at 14 atmospheres, the balloon ruptured. It was noted that no kink, prior to use. No resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).